Event description:
Patient had a revision to remove a duofix femur last year ((B)(6) 2010), due to synovitis and associated pain. The patient is still experiencing some pain, and upon further revision yesterday it was seen that there was still synovitis and minor grey staining of tissue around the anterior femur.

Manufacturer narrative:
Conclusion and justification status: following investigation, it was concluded that: root cause: undetermined, it is not possible to say exactly why this implant failed. However, grey staining of the tissues is noted around the anterior flange which coincides with the radiolucent line. It is not possible to comment whether the tissue were in this condition at the first revision procedure. No alumina particles were found in the insert and the scratching of the revision components was scored as typical. A higher rate of revision is reported for follow on procedures. This series of procedures where a duofix femoral component was revised and went onto a subsequent procedure was reviewed in CAPA (B)(4). The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.